Event description:
Chemotherapy infusion settings correct checked at beginning of infusion with 2 rn's. Line infusing but 1 hour into infusion bag fill larger than would expect; 2 rn's checked settings, they were correct. Checked with pharmacist, continue infusion at current rate. At completion pump stating 808 ml infused in a 530 ml bag. This per pharmacy is not possible. Infusion completed. Pump removed from circulation and information, start/stop time and amount infused document. Baxter pump (B)(4). FDA safety report ID # (B)(4).